Manufacturer narrative:
Device serial number now provided. Device manufacturing date now provided.

Manufacturer narrative:
Site doctor (B)(6) declined to provide patient information. Device serial number not available from the site. Device manufacturing date is dependent on serial number, therefore, unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, during an ear, nose & throat (ent) procedure, and after patient registration, accuracy was checked and no issue was confirmed. However, one hour passed after that, and it was noted that the instrument of the suction tube was shifted. At this time, shaver with navigation was also being used. Accuracy for the suction tube and the shaver appeared different. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.